Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act button due to moisture damage keypad traces. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the act button on the pump does not respond properly. The customer stated that he rewound his pump and filled the tube and received a button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.